Event description:
The clinic advised that the processor cannot be turned on after turned off during use. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Manufacturer narrative:
Additional information: h4 :device manufacture date. Evaluation summary: the device was used for medical test. No harm was caused to the patient. The pentax engineer checked the device with hospital staff and the device worked properly. We found that wrong ae reported by hospital.